Event description:
It was reported that the patient experienced excruciating pain since being implanted with trial. The patients trial leads were pulled and did not wish to move forward to permanent implant.